Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that, the customer had high blood glucose with 501 mg/dl. The customer also reported compromised force sensor system alert during the prime sequence with multiple insulin pump errors. Alarm did not occur during the rewind/prime sequence. Assisted customer in reviewing alarm history and stated that, the alarm received was compromised force sensor system alert. Customer requested to change the infusion set and a reservoir infusion. Customer advised to replace the insulin pump and refer to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No unexpected compromised force sensor system alarm anomalies noted. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.